Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. As reported by the user facility, this device was being used off label for an unapproved indication. This catheter is not an aortic valvuloplasty catheter. Numed could not confirm the balloon burst due to the device not being returned as of the date of this report, and no pictures were provided. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloon was immersed in a body temperature bath and incrementally inflated until it burst. The first balloon did not burst until 3.0 atm, which is well above the labeled rated burst pressure of 1.5 atm for this catalog number. The complaint could not be duplicated with the comparative catheter when taken to the labeled rated burst pressure. The balloon had to be over pressurized to double the labeled rated burst pressure before it burst. When burst occurred it was in a longitudinal direction.

Event description:
During a tavi procedure, the catheter balloon burst during inflation. It was very difficult for the operator to remove the balloon without harming the patient. A nucleus catheter pvn232 lot y-10360 was used to continue the procedure who no suffered clinical consequences.